Event description:
Reportedly, the eea was used to create the gastro-jejunostomy. Upon inspection there was considerable bleeding from the circular stapler line. The tissue donuts were complete, but the staple line had to be sutured in several different places. Sutures were placed and the pt was scoped to insure that the anastomosis was hemostatic. Procedure: lap gastric bypass.